Event description:
Healthcare professional reported one week after "deep dermis" injection with juvederm ultra xc in the "nasojugal area (transition of the lower eyelid with the malar region)" and the "dark circle region" (bilaterally), patient experienced an adverse event to an unspecified site that, per the healthcare professional, required treatment with "two infiltrations with kenalog" and oral "prednisolone." Symptoms are ongoing at this time.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.